Manufacturer narrative:
H6; code 100: excessive cartridge weld. Visual inspections & results: head rotates ab)yes, nose shroud cracked/broken ab)no, staples in nose a)no b)yes, staples in the track ab)yes, trigger engaged with precock ab)yes. Functional tests & results: cycled instrument ab)yes. Analysis conclusion: a)it was concluded that the reported instrument "would not fire" during surgery may have been due to an excessive cartridge weld. The instrument was received with no staple in the cartridge nose. The instrument was cylced but a staple would not feed and drop into the cartridge nose for firing. The instrument was disassembled and the cartridge weld was observed to be excessive, with excessive weld flash observed in the cartridge staple track, which would not allow the staples to feed. The excessive weld was due to an assembly error. There were 23 staples remaining in the instrument. B)it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was examined, was found to be functional, and was cylced, fired, and properly formed the remaining 13 staples without incident. No conclusion could be reached as to why the reported instrument "would not fire" during surgery. A)the assembly mamagement has been notified of this incident and product inquiry will monitor for add'l occurrences. Co strives to understand each incient as it occurs in order to continuously improve the products. B)each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand ecah incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic bladder neck suspension procedure the instrument would not fire into the cooper's ligament. The second instrument was opened and would not fire. The surgeon attempted to fire into a stack of 4x4's and the instrument jammed with two staples. The third instrument was opened to complete the case. The surgeon was unsure of the exact date and sequence of events. There was no consequence to the pt.